Manufacturer narrative:
Date of the event is unk. (B)(4). Evaluation results: results: visual inspection of the lens showed the lens box was opened and lens was not used.

Event description:
The facility stated the lens box was received opened. It was indicated that the lens was not used and there was no pt contact.